Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was unable to establish connection between their ipgs and chargers. As such, the patient was unable to recharge their ipgs for approximately 6 months. As a result, the ipgs became inoperable. Troubleshooting was unable to resolve the issue. Patient does not have therapy. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.